Event description:
From medwatch mw5115242: vascade collagen plug was deployed after cath lab procedure. Patient discharged home, re-bled and returned to the hospital. She required wound debridement and placement of a wound vac as a result. Additional information provided on (B)(6) 2023: the vascade 6/7f device was selected for closure and inserted into the 6f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. While patient was in procedure room, a hematoma was observed and pressed out. Patient was discharged. Patient returned 4 days later on (B)(6) 2023 after site rebled at home. Patient need surgical intervention in the form of a surgical debridement and vac placement. Patient discharged after surgery and no further injury or complications noted.

Manufacturer narrative:
The reported issue of the hematoma was addressed with an additional manual pressure at the time of the procedure and the rebled required surgical intervention. The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation, hematomas and rebleeding are complications which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. Additional pressure was successfully applied post procedure to reduce the hematoma and surgical intervention was utilized to correct the rebled. It should be noted that there was no report of a device malfunction.